Manufacturer narrative:
Technician found that the left siderail will not latch in the up position. Located bed in locked storage area. Replaced the center arm, latch & spring to resolve this issue.

Event description:
Info received that the left siderail will not latch in the up position. No injury was reported.